Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was opened up because the equipment failed during the surgery. Surgeon was performing a lap cole case when the patient began bleeding and the surgery was at a critical point. The sdc3 turned off, the monitor lost image, and the sdc3 began to reboot. The surgeon did not want to wait for the sdc3 to reboot for the image to return because the patient was at a critical point in the case. The surgeon chose to convert the surgery to an open procedure. No other adverse consequences were experienced by the patient.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: the lcd panel is loose when moved up and down. The swivel needs to be tightened. No damage detected on the console, and the warranty seal remained intact. Internal components were also inspected. Dust and lint debris were observed on and all around the boards and fans. Due to the nature of the reported event, the dimensional inspection was deemed unnecessary and therefore not performed. Functional inspection: testing performed in a video cart that included 1488 ccu/camera head and l9 light source. During a burn-in process and in the middle of a recording session, the sdc3 shuts down and reboots to a blank blue screen. Issue confirmed. Additional testing performed: -no issues were found with the hard drive. Ran a hard drive scan disk, and no corrupt files or boot sector errors observed. A hard drive test was also performed and passed. -no issues were found with the ddr3 ram memory. A ram memory test performed and passed. The sdc3 has software version 1.3h. Probable root cause/s for the issue can be attributed to issues with the software, motherboard, or dust and lint debris; possibly causing components to overheat and leading to an unexpected system shut down and/or reboot.

Event description:
It was reported that the patient was opened up because the equipment failed during the surgery. Surgeon was performing a lap cole case when the patient began bleeding and the surgery was at a critical point. The sdc3 turned off, the monitor lost image, and the sdc3 began to reboot. The surgeon did not want to wait for the sdc3 to reboot for the image to return because the patient was at a critical point in the case. The surgeon chose to convert the surgery to an open procedure. No other adverse consequences were experienced by the patient.